Manufacturer narrative:
Qc was acceptable and the customer had no issues with other assays or patient samples. The investigation determined the event was consistent with mis-sampling of the sample material due to a pre-analytical handling issue at the customer site.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas pro ise analytical unit. The initial result was 145.7 mmol/l. The sample was repeated on a c503 instrument and the result was 138.9 mmol/l. The questionable result was not reported outside of the laboratory. The na electrode lot number was r0807 with an expiration date of 26-jul-2022.